Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d6a, d6b, g4, h4, h6. Device evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Additional observations: red particles observed on the surface of the shell. Observed creases on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported unknown side seroma. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported unknown side seroma. Device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.